Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had their heart rate at forties beats per minute. The right ventricular (rv) lead exhibited increase in capture thresholds and rv impedance. The rv capture was unable to confirm on the presenting electrograms (egm) and potential loss of capture was noted. The right atrial (ra) lead exhibited atrial lead position check failure. The rv lead was explanted and replaced and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced syncope. The rv lead unstable and intermittent thresholds. A lead fracture was suspected. Rv lead was reprogrammed and the patient was hospitalized before the lead was explanted. The ra lead exhibited high impedance.